Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five weeks post implant, the patient presented to a follow up visit with a pocket erosion and infection. A pocket revision and repair were performed. Medications were administered. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.